Event description:
The facility representative reported a colleague infusion pump with failure code 814:09. It is unknown when this event occurred but was reported to have occurred in the central supply area. This condition had the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 814:09 was confirmed during product evaluation. The root cause of the reported problem was determined to be faulty pump head module. Appropriate action was taken to correct the reported problem by replacing the pump head module. This is involving a pump with software version 6.13.90 which is categorized as a colleague 2006. The device has not been previously sent into service for the reported condition of "failure code 814:09."